Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and alleged that the keypad buttons were sticky. The customer reported a blood glucose value of 395 mg/dl. The customer reported hyperglycemia and diabetic ketoacidosis and was admitted to the hospital for treatment. The insulin was administered by IV drip at the hospital. The event involved product(s) mmt-332a, unomedical, mmt-1715kl. Troubleshooting was performed and the automode was not applicable. The customer has been using the insulin pump system within 48 hours of a reported high blood glucose event. The customer reported buttons not being responsive. The pump has not been exposed to altitude change. Time does advance when the display was observed. No further patient complications were reported. The customer will discontinue using the insulin pump. Product return status for mmt-332a is unknown. No product return is required for unomedical. Mmt-1715kl was requested and customer response was the device will be returned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. The thump and carelink software was utilized and downloaded trace/history files properly. The daily total of bolus insulin delivered: 3.5 u in the pump history on 01/16/2025. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 15-jan-2025 in the pump history file. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. All buttons functioning properly. No sticky buttons noted. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (23.2 mv). The test p-cap locks properly in place in the reservoir compartment noted. Pump received with broken belt clip rails, partially broken retainer ring, pillowing keypad overlay, cracked battery tube threads and cracked case near the corner of belt clip rails during the visual inspection. In summary, pump passed all required testing. Unable to verify customer alleged for high bg. The force sensor is within specification. Customer alleged not confirmed for buttons are sticky. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm reported hyperglycemia and keypad button unresponsive. The customer reported blood glucose value of 395 mg/dl. The customer reported bruise, hyperglycemia treated with hospitalization: overnight stay, IV insulin drip (intravenous insulin infusion), hospitalization: overnight stay. Customer reported the following led up to the event: sticky buttons of the pump. Document treatment for high blood glucose: intravenous insulin infusion injection. Document type of diabetes: type 1. The event involved product(s) mmt-332a, unomedical, mmt-1715kl. Troubleshooting was performed. The customer has been using the insulin pump system within 48hrs of reported high blood glucose event. The customer reported buttons not being responsive. Pump has not been exposed to altitude change. Time does advance when display was observed. No further patient complications were reported. The customer will discontinue using the insulin pump. Product return status for mmt-332a is unknown. No product return is required for unomedical. Mmt-1715kl was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.